Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month prior, the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise and one high rv pace impedance value. The patient then presented to the clinic approximately one month following due to a second lia. There were high-rate non-sustained ventricular tachycardia episodes observed, showing oversensing and a single high rv pace impedance value. During the follow-up visit, noise was exhibited during pocket manipulation. A rv lead fracture was suspected and it was decided to replace the rv lead. It was noted during the revision procedure, the vessel was occluded; the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.